Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency department with rates in the 40s. The physician reported "no pacing." The implantable pulse generator (ipg) device¿s lower rate was programmed to 60 beats per minute. The device remains in use. No patient complications were reported as a result of this event.